Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-27: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), was unable to charge and could not be turned on for stimulation. The patient stated they had not charged their implant for a couple of months. The recharger was confirmed to be charged, and the programmer had new batteries, yet the implant did not charge. Troubleshooting did not resolve the issue, and the patient was redirected to their healthcare provider. 2025-mar-07: additional information was received from the patient. It was reported that the patient spoke the rep and dr office and they discussed measures to replace battery. They noted they still need to make an appt to discuss battery replacement. 2025-apr-30: additional information was received from a healthcare professional (hcp). The hcp reported that the patient will be seen tomorrow because the battery is no longer charging, and per notes in their system a battery replacement was previously discussed. Patient will be seen tomorrow for further consultation and to set a replacement date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have a new device being implanted on (B)(6) 2025.